Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. A review of the event history log was reviewed. Functional testing was able to verify and duplicate the reported problem. It was determined that the cam shaft and cam shaft sensor were the root causes. The cam shaft and cam shaft sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the device exhibited error 4162. There was no patient involvement.